Manufacturer narrative:
Patient birth date and age not available from the site. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they detected louver cover was making the noise, found one of the plastic mounts broken off. Also found broken door sidewall cover, frame rate errors, and the mobile view station (mvs) cart shuts off when unplugged. They replaced the door sidewall cover, detector louver cover, mvs battery cartridge and umbilical cable. (B)(4). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that there was a noise coming from the system. There was no reported delay and no reported impact to patient outcome. Additional information was received from the manufacturer representative stating that the issue occurred during a spinal fusion procedure. There was no delay to the procedure. No impact on patient outcome.